Event description:
It was reported that the fiber was "broken at the tip due to pressure from the fiber tip being used as a tamponade". The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00560). The procedure was completed with a third fiber. There was no report of patient injury.